Manufacturer narrative:
According to the complainant the device will not be returned for investigation. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the pods cannula was dislodged. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the pod's cannula was found dislodged. No treatment was provided.